Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and lens dislocation/subluxation. Due to excessive vault and lens dislocation/subluxation, the lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and lens dislocation/subluxation. Due to excessive vault and lens dislocation/subluxation, the lens was repositioned. This did not resolve the problem. The lens was exchanged for a shorter length lens. This resolved the problem. H4 - device manufacture date: 10-jan-2024. Corrected to 03-jan-2024. Claim #(B)(4).